Event description:
The customer, has reported that during a hip hemi-arthroplasty using the ets system, the end of a size 12 plug trial allegedly came off inside the patient¿s femoral canal. The customer reported that the surgeon attempted to remove it but was unsuccessful, he decided after trying to remove the trial that further attempts risked fracturing the femur and believed that retention was the safer option. The customer has reported that the surgery was delayed by a few minutes when the surgeon was attempting to remove the trial.

Manufacturer narrative:
It was noted that the device is not available for evaluation because it remains implanted in the patient. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
An event regarding fracture of an exeter plug trial was reported. The event was confirmed. Method & results: device evaluation and results: the returned instrument is broken at the level of the welding. Only the handle and rod were returned, not the olive as it remained in the patient. Dimensional inspection was performed by stryker orthopaedics (B)(4) as part of the material and concluded that the device is not compliant to the drawing that was valid at the time of manufacturing. The extremity of the rod is at approximately 6mm for a requirement at 3.97+0/-0.05. Medical records received and evaluation: a review of the event by a clinical consultant concluded: given the age of this patient, (B)(6) years, not much harm would be to expected. That after the failed attempts at removal during surgery, it was the best solution to leave the piece in place with a wait-and-see attitude. Removal of the lost metal piece from the femoral canal in a well-fixed cemented implant is an extensive surgical procedure with significant surgical trauma and risk on complications, especially peri-prosthetic fracture making things for the patient much worse than the condition of today. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: the investigation by the supplier concluded that the he rod was found dimensionally non-compliant. The material analysis report concluded that a region of no apparent weld fusion was found, likely due to the removal of a weld by the post-weld finishing process. Ncr was raised to investigate further.

Event description:
The customer, has reported that during a hip hemi-arthroplasty using the ets system, the end of a size 12 plug trial allegedly came off inside the patient's femoral canal. The customer reported that the surgeon attempted to remove it but was unsuccessful, he decided after trying to remove the trial that further attempts risked fracturing the femur and believed that retention was the safer option. The customer has reported that the surgery was delayed by a few minutes when the surgeon was attempting to remove the trial.